Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2020 by the journal of shoulder and elbow surgery titled ¿does application of abduction brace after arthroscopic rotator cuff repair improve blood flow around posterosuperior rotator cuff and repair site, affecting pain levels and clinical and structural outcomes? A pilot randomized controlled trial¿. The study reviewed forty-two (42) patients who underwent shoulder procedures using arthrex corkscrew anchors to treat rotator cuff lesions. Three (3) patients experienced full-thickness tears, and one (1) patient experienced difficulty sustaining the shoulder in mid abduction during the seven and a twelve (12) month follow-up period. Ref: pandey, v., et al. (2020). "Does application of abduction brace after arthroscopic rotator cuff repair improve blood flow around posterosuperior rotator cuff and repair site, affecting pain levels and clinical and structural outcomes? A pilot randomized controlled trial." Jses int 4(4): 848-859.